Manufacturer narrative:
Concomitant medical products: hyloparin unknown start date, diamox unknown start date. The events of high intraocular pressure and fibrosis are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. According to the information gathered during the DHR review, there is enough evidence to support that devices were assembled in accordance with the procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device labeling: precautions: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. The safety and effectiveness of more than a single implanted xen®45 gel stent has not been studied.

Event description:
Healthcare professional reported "second xen implanted" to the left eye due to "iop was still not well controlled (iop 25 mmhg)" with the first xen® implantation. Needling was performed in (B)(6) 2015 but "postoperatively the pressure didn't come down." The implant remains implanted.